Manufacturer narrative:
Manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens, is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The reporter indicated the lens was calculated with the wrong sign of cylinder, which resulted in incorrect lens strength. The lens was later exchanged with a same length different power lens which resolved the problem. The cause of the event was reported as user error. This event was noted as refractive surprise issue from the medical team.